Event description:
Additional information received from the patient on (B)(6) 2016 reported 3 instances of overstimulation, with one being previously reported. The first occurred in 2015, and the last two were also in 2015 but were about a month apart from each other. It was also stated that the patient had problems with their stimulator because it caused spurts of electricity which felt like shock waves in their body as of 2015, for a year prior to date notified.

Event description:
Additional information has been received from a patient. It was reported that the patient experienced the overstimulation and the shock waves on a daily basis for about a year to a year and a half. The patient also stated that he is crippled and in a wheel chair. It was also reported that a new implantable neurostimulator (ins) was implanted as the issues with the old battery were not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v530284, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), impl anted: (b)(6 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v344574, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A consumer reported the patient had uncomfortable overstimulation on (B)(6) 2015. The patient had a sudden sensation of overstimulation and they thought they were having a stroke. The patient's legs did not work properly, they were put in a wheel chair, and their speech was slurred. The sensation was resolved after the patient's health care provider (hcp) adjusted their programming. The hcp could not provide an explanation of what happened. The patient's indication for use is parkinson's disease and movement disorders.